Manufacturer narrative:
Section h4 has been updated based on product download. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
The customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. The customer further reported he experienced symptoms of fever batches epileptic attacks, throwing up several times, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who diagnosed the customer with hypoglycemia and treated with unspecified medication. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. The customer further reported he experienced symptoms of fever batches epileptic attacks, throwing up several times, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who diagnosed the customer with hypoglycemia and treated with unspecified medication. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. The customer further reported he experienced symptoms of fever batches epileptic attacks, throwing up several times, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who diagnosed the customer with hypoglycemia and treated with unspecified medication. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and performed a sim-vivo test. All results were within specification. No malfunction or product deficiency was identified.